Event description:
Patient was started on a heparin drip at 8.1 cc/h (810 units/hr) at 0200. At 0745, the 250 cc bag was found empty. Pump was programmed correctly and verified by a second staff member before starting the drip. At a rate of 8.1 cc/h, the bag should have lasted over 30 hours. The pump was taken out of service and sent to biomedical services to be checked. Biomed tested pump and confirmed in 2009 that pump malfunctioned. This pump was leased from a rental company.